Event description:
It was reported that during an intravascular ultrasound (ivus) diagnostic procedure, a tip detachment occurred. Access was obtained via femoral approach. The de novo (progressive) 50-70% stenosed lesion was located in the moderately calcified and mildly tortuous left circumflex (lcx) artery. The atlantis sr pro imaging catheter was introduced using a non-bsc 7fr guide catheter and non-bsc .014' guide wire. Resistance was noted when entering the circumflex artery so the physician decided to remove the imaging catheter when it was observed that approximately 2cm of the distal tip had detached. A non-bsc snare was used to extract the detached tip from the coronary artery. No patient complications were reported and the patient's status is stable. The procedure was completed without ivus.

Event description:
It was reported that during an intravascular ultrasound (ivus) diagnostic procedure, a tip detachment occurred. Access was obtained via femoral approach. The de novo (progressive) 50-70% stenosed lesion was located in the moderately calcified and mildly tortuous left circumflex (lcx) artery. The atlantis sr pro imaging catheter was introduced using a non-bsc 7fr guide catheter and non-bsc .014" guide wire. Resistance was noted when entering the circumflex artery so the physician decided to remove the imaging catheter when it was observed that approximately 2cm of the distal tip had detached. A non-bsc snare was used to extract the detached tip from the coronary artery. No patient complications were reported and the patient's status is stable. The procedure was completed without ivus.

Manufacturer narrative:
Device evaluated by mfg.: examination of the returned device revealed the distal tip end was broken off and missing approximately 3.3cm long when received. Visual analysis revealed kinks in the sheath assembly at 16.0cm, 34.5cm and 61.1cm from femoral marker at distal side, bent hub wing and imaging core wind up in the telescope assembly and are unrelated to the tip detachment. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to image issues. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Device analysis indicates the tip detachment appears to have been brittle in nature. The most probable root cause is undeterminable. (B)(4).

Manufacturer narrative:
(B)(4).